Event description:
The customer stated that the insulin pump read that there were 82 units remaining in the reservoir, but the reservoir was actually empty. The customer had called for an ambulance to prevent a possible hypoglycemic event. The customer's blood glucose reading was 196 mg/dl. The customer was subsequently hospitalized. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir correctly. The customer was disconnected during priming. The displacement test passed. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.